Event description:
It was reported that during the implant attempt there was difficulty extending the lead helix, and there was sensing difficulty and high impedance on the lead. The lead was not implanted and another lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is considered same as a device marketed in the u.s. Evaluation summary: (B)(4): the full lead was returned, analyzed and there was blood/body fluid on the distal conductor (not obstructed). It was noted that the helix will not extend at this time due to dried blood in the distal conductor and sleeve head preventing torque transfer when the is-1 pin is rotated. It cannot be determined at this time if this contributed to the inability of the helix to function correctly at the implant attempt. It was also noted that the inner tubing was kinked/buckled and the lead appeared damaged at implant.